Event description:
Sterilmed reprocessed ethicon laparoscopic multi clip stapler was opened into sterile field. Device was test fired. Stapler clips crossed - clip would not approximate at clip tips, and clip dropped out of device jaws, upon device deployment.